Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Based on the customer description, the failure appears to be a leak at the y-site, related to the silicone rubber. Nevertheless, without sample or picture it is imposible to determine the exact root cause of the defect. The leak could be related to a supplier manufacturing assembly defect in the y-port site. The current process controls detection include 1) visual and dimensional sampling inspection at incoming inspection area, 2) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch review could not be performed as the affected batch was not provided. The batch record (B)(4) was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "saline main lined with emend premed attached at 1st tubing port. Emend disconnected at eoi, IV fluid began leaking out of the port as if the rubber stopper was stuck. Discarded tubing and restrung with new. Restrung new tubing " patient harm: no drug used: emend. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.